Event description:
It was reported that during the implant procedure, the lead failed to sense r-waves. The lead was replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.